Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq function suspended insulin when blood glucose was "normal" and not declining. There was no reported impact to customer's blood glucose. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.